Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. Found during evaluation, the probes down button does not function. There are dark vertical lines in the probes ultrasound image. These issues are due to an internal failure within the probe was confirmed.

Event description:
Observation found during evaluation at bd service center: the probes down button does not function. There are dark vertical lines in the probes ultrasound image. These issues are due to an internal failure within the probe.